Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer's blood glucose level. The pump will not be returned since it is no longer under warranty, and no further information about a resolution was provided.